Manufacturer narrative:
Continuation of concomitnant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 01-sep-2007, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 6 .25mg/day via an implantable pump. The indication for use was non-malignant pain, cervical radiculopathy, non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that during the pump replacement for eri (elective replacement indicator) the physician was unable to aspirate drug and or csf (cerebral spinal fluid) from the catheter so they were doing a catheter revision. Per the reporter, there were no therapy issues. During the catheter revision, the physician attempted to implant a new intrathecal end of catheter but because of back hardware this was unsuccessful. The physician cut down to the lumbar site of the existing catheter and spliced a new 8596sc catheter onto that with a til (total implanted length) of 51cm or 0.1122ml. Per the reporter, the physician was unsuccessful aspirating the tcv (total catheter volume) after this was done. It was also noted that the physician was unable to remove the original pump segment stating that it ¿was just coming out in pieces like it was breaking apart¿. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause for not being able to aspirate the original catheter during the revision and the new piece of catheter implanted during the revision was unknown. No further complications were reported or anticipated.